Event description:
The customer alleged the audible alarm sounds very low to them. The nellcor puritan-bennett factory svc technician verified the reported problem. The npb f.s.t. Inspected the device and replaced a transistor and diode on the interface pcb. The unit passed extended svc final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.